Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the bluetooth low energy is not pairing and not logging doses. Customer was assisted with troubleshooting but the issue was not resolved. No harm requiring medical intervention was reported. The device is not expected to return for analysis.